Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 15 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for analysis and a specific cause for the reported alarms could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists right heart failure and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient had an echocardiogram which showed the right ventricle severely dilated and hypokinetic, severe tricuspid regurgitation, and left ventricle cavity abnormally small. Chest x-ray showed large left effusion and thoracentesis done with 1.3l of fluid removed. It was reported that additional chest x-ray showed improvement; ultrasound showed moderate left pleural effusion and lvad speed changed to 4700 to 4900. No further information was provided.